Manufacturer narrative:
Follow-up #1: date of submission 11/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery cap was not returned with the pump. No damage was found to the battery compartment; no stripped compartment threads were observed. A test battery cap was able to fully attach to the pump with no yellow o ring showing. A 24 hour duration test was completed with the test battery cap where no power interruptions were duplicated. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.